Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they have neuropathy in their feet and they were going to a doctor who put electrodes in the water and put their feet in there to simulate the nerves. They were also using some kind of a device on their leg that they were trying to free the blood vessels. Today was their first treatment and when they did the thing on their legs, they kind of got the tingling in their bladder like it was too high. Caller was wondering if they should turn the therapy off when they were there. Patient services reviewed with caller that they could turn the stimulation off before the treatment and reviewed tens/e-stim guidelines. Patient said will turn off before treatment tomorrow. The patient was redirected to their healthcare provider to further address the issue if notices any interference with therapy.